Event description:
The patient reportedly experienced decrease in performance and sound quality issues with his device. Programming adjustments were made; however, this did not resolve the issue. Testing of the device revealed that it was functional. Surgery to explant the patient's device will be scheduled.